Event description:
It was reported to boston scientific corporation that a patient underwent a therapeutic hydrothermal ablation (hta) procedure that occurred in 2008. After successful completing of the ablation cycle, the hta unit display remained at the ablation temp of 90 degrees; the display remained at this temp for approximately 25 minutes. The unit was subsequently tested by the nurse with a new heater canister & procedure pack & it repeated the same problem.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.